Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va05848, implanted: (B)(6) 2013, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient noticed a few days ago that they were not able to feel stimulation and was having a gradual return of symptoms. The patient wanted to increase the stimulation to see if that would help with symptom control. The patient didn¿t think the implantable neurostimulator (ins) was working and could not feel the ins. The last time the patient went to see their health care provider (hcp) they met with the manufacturer representative who did an adjustment for them. The patient thought they may need another adjustment and would have an appointment with their managing hcp tomorrow and would call them in case they would need to have a manufacturer representative there. The patient also noticed the patient programmer was not working when they tried to use it and nothing would come up on the screen. The patient did not remember the last time they changed the batteries. The patient had a set of batteries to try in the programmer, but when they put them in, the screen would still not come on. The patient would get the batteries and try them and would call back if they needed additional assistance. It was later reported that the patient did not have concerns with their device or therapy and received assistance from their hcp or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015. The patient also still had concerns regarding their device or therapy and was working with their hcp and manufacturer representative. The patient would have an appointment in a month. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The cause of the event was not determined and reprogramming was needed. The patient had initial slight improvement with reprogramming, but then the symptoms of urinary incontinence and fecal incontinence returned. The troubleshooting, intervention, or other action taken to resolve the event was reprogramming 3 times. The patient experienced a gradual loss of therapeutic effect and a gradual loss of stimulation. It was unknown how the patient was doing now. Follow-up was pending after the most recent programming.